Event description:
It was reported the physician had difficulties connecting the surgical lead to the extension. Contacts 8-10 and 13-15 had impedances over 10 ,000 ohms. No patient injury was reported. Patient outcome was "okay."

Manufacturer narrative:
Product ID: 39565, serial# unknown, implanted: (B)(6) 2012, product type: lead. Product ID: 37081, lot# unknown, implanted: (B)(6) 2012, product type: extension. Product ID: 37081, lot# unknown, implanted: (B)(6) 2012, product type: extension. (B)(4).